Event description:
Stryker reference (B)(4). It was reported that the customer alleged that the paint was flaking off of the led surgical light handle. There was no reported patient involvement and no adverse consequence reported.

Manufacturer narrative:
There was no reported patient involvement, therefore no patient data exists. There is no expiration date for this product. The affected light handle is being returned to the manufacturer for further evaluation. Evaluation summary: the affected components have not yet been returned to the manufacturer for further evaluation, however photographic images have been provided. From an evaluation of the photographs, it would appear that the triggering event is corrosion forming under the pain layer. Ther is a potential risk to safety if paint were to flake off into the sterile field. In this instance there was no reported patient involvement and no report of any paint flaking off during a surgical procedure. This is not a single use device.